Event description:
Consumer complaint of about high blood results. Customer obtained a result of 235mg/dl this am. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 03/31/2018. Customer states the lcd will not display reading properly. No adverse event reported.

Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint; use error (inaccurate reference device).